Event description:
The following is based on medical records provided by the pt's attorney: (B)(6) 2010: repair of a bilateral inguinal hernia repair, left recurrent with a composix kugel patch and kugel patch. On (B)(6) 2010: exploration of the right groin and preperitoneal space, removal of composix mesh, exploratory laparotomy, appendectomy. Mesh was found intact, fluid in the preperitoneal space extending into the pelvis was aspirated. On (B)(6) 2011: open repair of right recurrent hernia repair with kugel patch.

Manufacturer narrative:
Based on the medical records provided, it is unk whether the device may have caused or contributed to the reported event. The pt underwent repair of bilateral inguinal hernias in (B)(6) 2010. The pt having recovered uneventfully, developed fever, body aches and malaise, and underwent exploration of the right groin twelve days post-op. The surgeon noted the mesh was intact, fluid was aspirated and the mesh was explanted. Although there was no culture report provided to confirm an infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. The kugel patch implanted on (B)(6) 2010, left side, and the kugel patch implanted on (B)(6) 2011 will not be reported as no adverse event has been identified in the medical records.